Manufacturer narrative:
A replacement pump was sent to the customer. Attempts to contact the customer for further information and for the return of the product are ongoing. As of the date of this report the original product has not been received. Should additional information or the original product be received resulting in new, changed, or corrected information, a follow up report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2015, the customer reported to medela customer service that she was experiencing low suction with her pump in style advanced breast pump. She also said that she had mastitis and that she had been treated with penicillin prescribed by her physician.